Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens and one haptic tore off. The lens was removed and the wound was sutured due to it leaking. There was no incision enlargement.